Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) failed to deliver therapy. The patient reported ending up in the hospital on vacation and an external defibrillator was used because the device did not shock when it was supposed to. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004; 6935m55 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.